Manufacturer narrative:
Block b3: approximated based on explant date. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7085438/7085440.

Event description:
It was reported that the patient had pain in the incision sites. The patient underwent implantable pulse generator (ipg) and lead explant procedure.

Event description:
It was reported that the patient had pain in the incision sites. The patient underwent an implantable pulse generator (ipg) and lead explant procedure. Additional information was received that the explanted devices were not returned.